Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements.the case was escalated to the next level of support for additional review.the user was asked to re-link the sensor. According to review by next level of support, the user may continue using the system, entering additional calibrations as requested, after the sensor re-link.upon review on dms, the user is currently utilizing the system and they are still on initialization phase.the user was advised to continue using the system, calibrating as requested. No further investigation was required for this complaint.

Event description:
On 27 may 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
B4.date of this report 25 august 2025. G3.date received by the manufacturer? 25 august 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224.